Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
The customer reported monitor needs to be adjusted for alarming correctly. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The philips field service engineer (fse) went onsite and found that at some point, the monitor was placed into hospice mode (no alarms). The customer wanted ¿normal¿ vital beeping. The fse went into the configuration mode in the profile settings and returned it to regular service noises. The device was confirmed to be operating per specifications and no failure was identified. If additional information is received the complaint file will be reopened.